Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6)

Event description:
The event occurred on an unspecified date and involved a universal vented vial spike, clave® where it was reported, the blue foreign piece you see on the tampon was in the side hole of the spike and you also see some still in the hole. This occurred when the 'universal vented vial spike, clave' was unpacked. This is a product that they use to put on their oncology vials. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Complaint of particulate matter can be confirmed based on the photos shared by customer. However, without the returned of the small blue particulate a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) lot#13671971 was reviewed and no nonconformities were found that would have led the reported condition on the complaint.